Event description:
Per the clinic, the device was explanted on (B)(6) 2026, due to device not working. The patient was reimplanted with other brand manufacturer device during the same surgery.

Manufacturer narrative:
Device analysis report attached.